Event description:
It was reported to philips that system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) visited onsite and analyzed the log files and confirmed the issues with power supply/cmos. The defective flexvision pc was returned for failure analysis which was able to confirm failed component was hdd bay. Fse replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.